Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: october 12, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery they put in the dynamic hip screw (dhs) and then they want to change the position of the screw. While they were doing this the insertion wrench broke and the connection screw bent. There was no delay to the surgery time. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: the visual investigation has shown that approximately 12mm at the connection area has broken off. The broken piece was not returned. No other damages are visible. Because of the damages, the complaint relevant dimensions could not be checked to print specifications. The fracture surface is homogenous, which indicates material conformity. Based on the provided information, it is likely that a lateral overloading situation, probably in an oblique way, led to the breakage of the instrument. This would also explain why the received connecting screw is bent (as initially reported). The device history record was researched with no abnormal findings identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. In general, it is necessary to use the aiming device in order to place the guide rod appropriately in order to screw in the exact position, thus preventing the reported issue. No indication for product related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.